Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, an investigation will be initiated to assess for any manufacturing related processes which could be correlated to the lot number. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
As reported, during use in a patient, a swan-ganz pacing catheter did not pace at all. When this catheter was replaced, the problem was solved. There was no allegation of patient injury.

Manufacturer narrative:
The affected unit was not returned for evaluation; therefore, a product non-conformance or device failure could not be confirmed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. The instructions for use (IFU) provides instructions on catheter manipulation to avoid any damage to the electrical unit. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the units go through electrical inspection process.